Event description:
The customer reported that while the unit was in use on a pt, the unit shut down, and sounded an alarm. The unit's power was recycled, but the unit failed to power up, and printed an "electrical test fails, code #4" message from the recorder. The pt was switched to another unit and therapy was continued. No pt injury was reported.